Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received a "generator has reached end of service" message. The patient controller was updated to ios 12.1 and pc app version 3.7rev2, and the same message displayed. The tonic program that the patient has, has high settings. The patient might possibly meet with their physician and discuss replacing the ipg.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Therapy has been restored postop.